Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, the programmer freezes, especially during sensing and threshold tests.

Manufacturer narrative:
Please refer to the attached analysis report. This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the programmer freezes, especially during sensing and threshold tests.